Manufacturer narrative:
This pt suffered a serious injury post implantation of a cypher stent. This info was provided in a legal file; no details were available. It is presumed that he experienced stent thrombosis. No product was returned for evaluation. A review of the mfg records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the limited info available does not make it possible to determine what factors may have contributed to the event.

Event description:
The report received from a potential legal/litigation, indicated that the pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis. There is no other info available at this time.